Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Clinical study representative reported via phone call that they experienced high blood glucose. The customer¿s different blood glucose level was 550 mg/dl, 509 mg/dl and 525 mg/dl, 384 mg/dl, 163 mg/dl, 80 mg/dl and 601 mg/dl at the time of incident the customer did not provide details regarding symptoms and treatment of high blood glucose. The insulin pump will not be returned for analysis.